Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc, therefore omsc could not evaluate the subject device. Based on the report from ofr, omsc concluded that the reported event was attributed to the breakage of the angulation wire. The exact cause of the breakage of the angulation wire could not be conclusively determined. However, the subjected device was used for nine years without any repair, there was the possibility that it might be attributed to the deterioration due to the very long term-use. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus stated in the instruction manual for the appropriate handling of the subject device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Its device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for the evaluation. In the evaluation, olympus (B)(4) has found the angulation wire of the subject device was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the angulation of the subject device became defective during an unspecified procedure. The user facility completed the procedure using a similar device. There was no patient injury associated with this report.